Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2021 and the suture was used. During the procedure, the suture was pull off from swage of needle. There were no patient consequences reported. Another like suture was used to complete the procedure.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number qp2akb and no non-conformances related to the reported complaint condition were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. (B)(4). Five pictures received for evaluation. As per the visual inspection of the pictures, foil packets and boxes product code vcp426h could be observed, the packaging were observed opened and sealed and the reported condition could not be observed in the picture. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the alert date and procedure/event dates? (Please remember that procedure/event date cannot be later than the alert and received dates.) Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. How was procedure successfully completed? Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 275 g/m.